Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies. The reported event of high pacing lead impedance was not confirmed.

Event description:
During the implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.